Manufacturer narrative:
With concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations and possible atrial flutter. The right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos) on current electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.